Manufacturer narrative:
Upon receipt, the device was interrogated and found to be in backup vvi mode. Review of the device image indicated that it was corrupted. The device was tested using automated test equipment and no anomalies were found. The cause of the reset could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented in clinic for follow-up after receiving vibratory alerts. The device was found in backup vvi mode. The device was explanted and replaced. The patient condition is fine.